Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that on (B)(6) 2016 she had a high blood glucose of 583 mg/dl, and that after removing the infusion set from her body found the cannula was bent. Customer changed the infusion set and the device worked fine. Customer originally called in to discuss uploading the insulin pump. Nothing was replaced or returned.